Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a faulty display (repeated lines five times in the lower half); this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.additional information: a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with a faulty display was confirmed during product evaluation. This condition was caused by multiple being images displayed. The display was replaced to correct the reported condition.this involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00. This issue has been escalated to CAPA.